Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4) the customer stated that there was no patient involvement.

Event description:
(B)(4). Customer (B)(6) called in for help on etco2 unit has error code 511-2010 which is a watchdog error on unit communication error unit is unrestorable will have to come in for services repair. Customer will call back once she has the po # to set up unit for services repair.